Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of short battery runtime is not confirmed. The returned power supply passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that during transport the user received a 20-minute battery warning shortly after beginning therapy. Patient was not harmed as the transport was successful without pump shutting down.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that during transport the user received a 20-minute battery warning shortly after beginning therapy. Patient was not harmed as the transport was successful without pump shutting down.